Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 120 compared to the lab's 70 mg/dl. Tests were done within 10 minutes with a difference of 50%. Patient's hematocrit was 30%. Patient did not experience any adverse events. No further information has been reported.